Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report about noticing some cracks on the twist switch of the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4).this complaint was not confirmed. A root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.